Manufacturer narrative:
Device evaluation: product was not returned and photos were not provided, so device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: DHR was unable to be reviewed since lot number is not known. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver broke off intraoperatively and was retained by the patient. No further information is available.